Event description:
Customer reported that the insulin pump alarmed button error and he cannot do anything. Customer did not know his blood glucose level. Customer stated that his glucose had dropped low during the night and he might have been laying on it while sleeping. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unable to perform the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to unresponsive buttons. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.